Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that when the clinician moved the support arm holding the patient tubes, it loosened from the ventilator side rail and nearly created an extubation of the patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The support arm was investigated by our field service engineer (fse). The lever actuator on the rail clamp was stuck. The fse cleaned and lubricated the lever actuator and ball bearings on the rail clamp. The support arm could then be remounted without any further issues. No parts were returned. This has most likely contributed to the disengaging of the support arm from the ventilator carrier. No other anomalies were found on the support arm. The root cause of the stuck lever actuator has not been determined. (B)(4). Ref. Exemption #: e2018003 (B)(4).

Event description:
(B)(4).